Event description:
Value analysis coordinator reported vague complaint that "set leaked" and a bag of sets "failed." No patient harm or medical intervention was reported. Although requested, no further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: august 21, 2014. (B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.